Event description:
The user facility reported that the blood inlet port was deformed/kinked. The procedure outcome was not reported. The event occurred pre-treatment and there was no patient involvement.

Manufacturer narrative:
. G4: PMA/510(k): k130280 the actual sample was discarded by the involved facility. The provided image of the actual sample showed that the blood inlet port of the oxygenator was deformed. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report was found. According to the investigation result, no anomaly was found in the manufacturing records. Based on the provided image, it was inferred that some kind of external force was applied to the blood inlet port, leading to the deformation. However, since it was not possible to confirm the actual sample, the cause could not be clarified. Relevant instructions or use (IFU) reference: "if the product is dropped during set-up, do not use it. Replace with another device." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.